Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended and clogged with dried blood and tissue. Visual inspection of the lead revealed no anomalies. Electrical testing did not indicate conductor fractures or internal shorts. The event of high threshold and impedance, and low sensing were not confirmed.

Event description:
During follow-up in clinic, an increase in threshold and impedance and a decrease in sensing were noted on the right atrial (ra) lead. The ra lead was explanted and replaced with no patient consequences.